Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant. Before the procedure, the patient was sedated and orotracheal intubation was completed by direct visualization. Pre-dilatation was done with an 18mm balloon. It was noted that the patient had severe tortuosity throughout the aortic arch and thoracic aorta, which made navigability very difficult. The device was attempted to deploy and was re-sheathed twice due to malposition. During the third device attempt, when the device was deployed at 80%, it was 2mm below the annulus. The valve was released and migrated 1-2mm to the non-coronary cuspid (ncc). It was seen via echocardiogram that the patient had moderate aortic insufficiency. A post dilation was performed using a 22mm non-abbott balloon. At this time, the valve popped completely out of the annulus. The valve was unable to be snared due to patient anatomy. A 23mm non-abbott valve was placed in a valve in valve procedure. There was a trace paravalvular leak noticed. After a few minutes, the patient went into ventricular fibrillation (vf) and advanced care life support (acls) was started. After 5 minutes, the patient recovered spontaneous circulation with a pacemaker at 80 beats per minute. 5 minutes later, vf returned and acls was started again. It was seen via aortography that both coronary arteries were closed. Several attempts were made to perform an angioplasty but were unsuccessful because it was impossible to reach the coronary ostium. Intra-aortic counter pulsation therapy was initiated. After 40 minutes of acls, the patient was declared dead.

Manufacturer narrative:
An event of migration, aortic insufficiency, ventricular fibrillation, tortuosity, paravalvular leak and patient death was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remained implanted and was not returned for analysis. Field indicated that the inability of the physicians to complete re-sheath the device which may have played a significant role in causing the complication. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field indicated that the cause of death was severe acute atrial regurgitation and coronary occlusion, despite the release of a coronary stent. H6: device code 1457 removed.

Event description:
Subsequent to the previously filed report, additional information was received: the device was implanted using a small flexnav delivery system. The user stated that it was impossible to re-sheath the valve after it was deployed to 80%, therefore the valve could not be released at the optimal depth deeper into the left ventricular tract (lvot). After the device was released and migrated to the ncc, it was unable to snare the device. It was observed that the abbott valve was occluding the coronary arteries. The cause of the patient death was confirmed to be severe acute atrial regurgitation and coronary occlusion, despite the release of a coronary stent.